Event description:
It was reported that the school nurse observed the patient¿s blood glucose reading ¿high¿ on the ilet pump and on a confirmatory fingerstick, with small ketones detected, while insulin dosing appeared to stop for approximately one hour and two larger-than-usual meals were announced and consumed during the hyperglycemic period; the hyperglycemia lasted multiple hours and later returned to range, with the cause not identified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communications and interviews with the school nurse and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.